Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. An analysis of the returned device did confirm the shaft separation. A review of the lot history record indicated all lot release testing met acceptance criteria and revealed no non-conformances that would have contributed to the reported event. A query of the complaint-handling database indicated there are no similar incidents reported from this lot. Based on the available information reviewed, investigation, there is no evidence to suggest that a product deficiency is suspected.

Event description:
It was reported that during unpackaging and removal from the plastic holding hoop/snail, the nc trek shaft was noted to be broken mid shaft. There was no patient involvement. The device was not used. There was no reported clinically significant delay in the procedure. Though requested, no additional information was provided.